Event description:
It was reported to boston scientific corporation that during an anterior cystocele repair procedure using an uphold vaginal support system, as the physician was pulling the leg assembly through the patient's left sacrospinous ligament, the sleeve detached outside the patient. Reportedly, the sleeve had not been cut prior to the detachment. The physician removed the device from the patient and completed the procedure using another uphold vaginal support system, with no complications to the patient, who is reportedly fine and is over 18 years of age.